Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was unable to be interrogated. Patient was not seen in clinic for fifteen months and the only merlin.net transmission was from (B)(6) 2018, showing six months of longevity. The programmer has been used successfully in the same room earlier. The device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator, and there was no eri alert or allegation of premature battery depletion. It was discussed to get a surface electrocardiogram and an x-ray to verify the device. It is unknown if any intervention was performed. No further information was available.

Event description:
New information received on december 20th, 2018 states that device was explanted due to end of life. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable before, during and after procedure.

Manufacturer narrative:
Additional information: the reported field event of no communication was confirmed and was due to a low battery voltage. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.